Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/31/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revelated that forty-one (41) unopened sample were received for analysis. Product code x538h. As per the sampling plan, a visual inspection was performed on thirteen samples, no external damage was observed on the packets. The packets were opened, and the swage and attachment area were note to be as expected. The sutures were dispensed without any problems, and they were examined along the thread revealed no abnormalities or issues related to suture breakage or fraying. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the devices were returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Based on the results of this investigation , it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now.

Event description:
It was reported that a patient underwent an orthopaedic procedure on (B)(6) 2025 and suture was used. During the procedure, the snapped and frayed under tension. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - when was the suture snapped and frayed (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.